Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that end of life message appeared on the patients implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device was discarded by the facility and will not be returned.